Event description:
The 3rd coil used in the proedure was approached in the aneurysm with comparative ease, and the detachment was started with the power supply. Then, the detachment sign was turned on immediately. Though the marker position was set again, the same situation occurred. Therefore, the pusher wire was pulled slowly, but the coil had been already detached. Physician thought it was premature detachment.